Event description:
Per the physician, the device was explanted (B) (6) 2010 due to severe swelling and redness around the implant site. Reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with another device on (B)(6), 2010. (B)(4).